Event description:
The patient reported blood glucose results of "10.8 mmol/l and 6.2 mmol/l" with the lifescan meter, performed within 10 mintuest of each other. The meter, test strips and control solution were replaced.